Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 6.0mmx20mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, on the second inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.